Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital for two days due to presence of blood ph. The blood glucose results were not provided. The type of treatment provided to the patient at the hospital was not provided. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.